Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the enve ventilator stopped ventilating while connected to a patient. The patient was immediately removed and provided positive pressure ventilation via manual resuscitator and moved to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.